Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause for the removal of the implants is late loosening with infection likely from the surgical procedure.

Event description:
The patient had si joint arthrodesis in (B)(6) 2018 where two implants were installed. Sometime after six months post-op, the surgeon determined that the implants were loose. The surgeon performed a revision surgery in (B)(6) 2019 where both implants were removed and replaced with two larger implants of the same type. Per surgeon report, tissue culture obtained at the time of the revision surgery were positive for p. Acnes or staph capitis. The surgeon treated the patient with three months of antibiotics. Medical assessment: this is a case of low-grade infection around the implants. Infections with these types of organisms (low virulence) are not uncommon in orthopedic/spine procedures that include metallic implants. Similar types of infections have been reported after spine surgery. It would not be uncommon for a surgeon to immediately replace hardware in such a case. It is likely that the organisms are related to the surgical procedure as these are typical skin flora bacteria. It is highly unlikely that the infection is related to the implants. There have been no other infections from this lot of implants. This is a low severity, low frequency occurrence.